Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac instructed the customer to power off the cv-190/clv-190, remove the scope and video scope cable and then power on the unit. The customer observed color bars and patient ID on the display. The unit was then powered off, the digital light source was reseated on both the cv-190 and clv-190. The scope and video scope cable were connected and same phenomenon occurred; however, the customer did observed an octagonal shape with no image inside. Tac instructed the customer to obtain a working video scope cable and still no image was observed. The customer connected the scope and video cable to another cv-190/clv-190 and image appeared on the tower. Tac determined and informed the customer that the issue was with the dr board inside the cv-190. In addition, the customers unit and the power cord were returned to the service center for evaluation. The customers complaint of the unit not recognizing 180 and 140 series scopes was confirmed. A full inspection was performed on unit and found a black screen with no image when the 180 scopes were connected due to a faulty ap and dr patient board set. In addition, units scope socket was worn causing a loose connection with scopes and camera heads. Cosmetic wear was noted on the units housing that did not affect its functionality. The unit was equipped with an old version switch and outdated software. The investigation is ongoing and if additional information is received this reported will be supplemented accordingly

Event description:
The service center was informed that the 190 series tower was not "recognizing" the ercp or egd scopes, there were no error codes and no image observed. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this device was manufactured prior to the operational amplifier circuit design change, and it is likely this event occurred due to a failure of the operational amplifier.